Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the intracardiac faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was drawn in through the valve when the device was placed inside the body and the farawave catheter was inserted and aspirated. Cs catheter was inside the sheath when the issue occurred. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product was received for analysis and investigation is still in progress. It was further reported that the nipro pump was used for the irrigation of sheath. When the farawave catheter was advanced a little beyond the handle (to the clear shaft part) and aspirated, air was intermittently drawn in from the valve. No other issue has been reported.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the intracardiac faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was drawn in through the valve when the device was placed inside the body and the farawave catheter was inserted and aspirated. Cs catheter was inside the sheath when the issue occurred. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product was received for analysis. It was further reported that the nipro pump was used for the irrigation of sheath. When the farawave catheter was advanced a little beyond the handle (to the clear shaft part) and aspirated, air was intermittently drawn in from the valve. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.